Event description:
Four days post-operative, the pt experienced a stroke (cva). Per the ultrasound dated 1999: mild to moderate paravalvular leak was noted. No emboli were visualized. The valve remains implanted.